Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of a low voltage lead the physician experienced positioning / placement difficulty as the helix wouldn't deploy or retract easily. The lead exhibited unstable thresholds, oversensing, noise, electromagnetic interference and undersensing / no sensing. It was also reported the lead tip was misshapen / damaged. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned. The proximal and distal conductors are kink/buckled at 51 cm. If information is provided in the future, a supplemental report will be issued.